Event description:
It was reported that during a routine follow-up one month post-implant, this right ventricular (rv) lead exhibited intermittent loss of capture (loc) and the pacing threshold measurements were elevated, at 4v@0.4ms. A lead malfunction was suspected and the lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the loss of capture and high pacing threshold measurements observed clinically.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that during a routine follow-up one month post-implant, this right ventricular (rv) lead exhibited intermittent loss of capture (loc) and the pacing threshold measurements were elevated, at 4v@0.4ms. A lead malfunction was suspected and the lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.